Manufacturer narrative:
FDA medwatch reference number: mw5083113. We have verified that the reported lot number is part of the (B)(6) tampons, regular absorbency 2018 recall. The manufacturing facility is conducting a review of the DHR (device history record) and supporting quality records.

Event description:
Consumer reported the tampons fall apart during removal and she saw abnormal toilet paper-like pieces flowing out of her vagina. She experienced recurring yeast infections, vaginal irritation followed by hot flashes, nausea, and vomiting. Consumer visited the hospital a few times. She was prescribed miconazole, zofran and other anti-nausea medication. She used otc yeast infection treatments and cranberry pills.